Manufacturer narrative:
Date of event: exact date unknown, event occurred six (6) months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg incision site and was having difficulty charging ipg. The patient underwent an ipg explant procedure. The explanted ipg was not returned by the medical facility.

Event description:
It was reported that the patient was experiencing pain at the ipg incision site and was having difficulty charging ipg. The patient underwent an ipg explant procedure. The explanted ipg was not returned by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six (6) months ago from the date the manufacturer became aware of the event.